Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) concomitant product: stockert 70 system, model #: m-5463-01, serial #: (B)(4). Carto 3 system. (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for right atrial flutter with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During ablation, the patient became slightly hypotensive and a cardiac tamponade was confirmed via a transthoracic echocardiogram. A pericardiocentesis yielded 180 cc. The patient stabilized and was transferred to the coronary care unit for observation where the patient stayed for overnight monitoring. The patient fully recovered. Factors that may have contributed to the adverse event included difficulty accessing coronary sinus and patient movement during ablation. The physician's opinion regarding the cause of the adverse event was that it was either related to difficult cannulation of the coronary sinus or patient movement during ablation. The physician was unsure of which variable was more likely to lead to the adverse event. The patient received no anticoagulation during the procedure. No transseptal puncture was performed. The sheath used was st. Jude agilis steerable 11.5 french. Overall time of ablation at site of injury was 5 minutes and 41 seconds. Last ablation cycle time at site of injury was 26 seconds. One radiofrequency lesion applied for 1.5 minutes at 35 watts. Generator set on power control mode at 35 watts. Irrigated catheter flow set at 15cc/min. No error messages were observed on the stockert 70 system or carto 3 system until the patient moved, then the carto 3 system prompted re-initialization of the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for right atrial flutter with an ez steer thermocool sf navigational catheter. During ablation, the patient became slightly hypotensive and a cardiac tamponade was confirmed via a transthoracic echocardiogram. A pericardiocentesis yielded 180 cc. The patient stabilized and was transferred to the coronary care unit for observation where the patient stayed for overnight monitoring. The patient fully recovered. Factors that may have contributed to the adverse event included difficulty accessing coronary sinus and patient movement during ablation. The physician¿s opinion regarding the cause of the adverse event was that it was either related to difficult cannulation of the coronary sinus or patient movement during ablation. The physician was unsure of which variable was more likely to lead to the adverse event. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.